Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/25/2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement monitor shipped to site 01/12/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system monitor that would flicker black intermittently. Confirmed the monitor cables were all secure. This issue was identified during a navigation system planned maintenance (pm). There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device was unable to replicate the reported issue. The monitor was connected to a test system for a multi-day burn-in test; the image remained normal during all testing. As previously reported the monitor was replaced to resolve the issue.